Manufacturer narrative:
D9: 23-dec-2025. H3: one unit was received for evaluation in used condition. As received, no damage or anomalies were observed. Functional testing was performed and a leak was observed to be coming from the internal bag at the base of the seal of the internal bag. Root cause analysis is being addressed under a formal internal investigation. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that the cassette exhibited a leakage during compounding. There was no patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.